Event description:
No further event details available at the time of this report.

Manufacturer narrative:
One certain® gold-tite® hexed screw was returned for inspection. The reported event is non-verifiable with the information provided. The circumstances of device delivery could not be verified. Based on the evaluation, the device malfunction could not be verified. DHR was reviewed and there is no existing non-conformance/CAPA/hhe/d/ie/product holds against the reported product that did or could cause or contribute to the reported event. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: date of this report. Device expiration. UDI: (B)(4). Date received by manufacturer. Checked "follow-up." Checked follow-up type. Changed "no" to "yes." Date of manufacture. Entered evaluation codes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the blister cover of the implant (bost3211) was unsealed. The procedure was completed.